Manufacturer narrative:
Retainer ring=missing. Insulin pump received with critical pump error. Unit downloaded to crest. However, insulin pump failed to download to thus with blue display. Found moisture damage to force sensor, pcb1 board and pcb 2 board during visual inspection. Cleaned motor assemblies, pcb1 board and pcb2 board with alcohol and no effect. Unable to verify cause of critical pump error due to download difficulty. Unable to perform selftest, rewind, seating, basic occlusion test, occlusion test, force sensor test, displacement test, active current measurement and sleep current measurement test due to critical pump error. Pump received with missing retainer ring. Unable to lock a test p-cap and reservoir into the reservoir compartment due to missing retainer ring. The following were noted during visual inspection: corroded electronic assemblies, corroded motor home switch, scratched case, pillowing keypad overlay, cracked case corner of the belt clip rails near the battery compartment and faded serial number label. (B)(4).

Event description:
Information received by medtronic indicated that the insulin pump had large crack in the back. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.